Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient visualized black particles in the tubing. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no serious or permanent injury. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.